Event description:
On (B)(6) 2008, an acticon artifical bowel sphincter (abs) with a 10cm cuff was implanted. It was reported that on (B)(6) 2011, the 10cm cuff was removed and replaced with an 11cm cuff because the patient had a hard time having a bowel movement and the physician thought the cuff was "too tight."

Manufacturer narrative:
If additional information become available regarding this surgery, it will be reevaluated and a follow-up report will be sent.